Event description:
It was reported that the asymptomatic pt presented to the clinic for follow up after ttm showed the pulse generator was in backup vvi. The device exhibited backup vvi operation. The device was not successfully recovered. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.